Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the doctor said the tissue was cut.

Event description:
It was reported that during a laparoscopic gastric bypass, while attempting to transect the jejunum, the first stapler, with a white reload, no buttressing material, locked out, the knife blade advanced a little and a couple of staples deployed but didn't form. The device was removed from the patient, a plee60a with a gst60w white reload was used on the jejunum and fired successfully. The doctor attached a second white reload to the initial stapler, fired outside the patient on sterile drape, and the same issue of lock out occurred, knife blade advanced a little bit and a couple staples deployed but didn't form. A second like stapler was tried with a blue reload and fired successfully. Another white reload was tried, third white reload, with the second like stapler and the same issue occurred, lock out, knife blade advanced a little bit and a couple of staples deployed but didn't form. The procedure was completed using the plee60a stapler and gst60w white reloads. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one photo was received. The pictures show tissue with several staples on it. Due to the quality of the provided picture it could not be determine if the staples shown are not fully formed. Based on the photo provided the event could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.